Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break and peeling occurred. The target lesion located in a mildly to moderately calcified unspecified artery. The 6.0mm x 40mm, 135cm mustang balloon catheter was advanced to the target lesion however the shaft broke due to friction of the aorto-iliac bifurcation and the shaft seems to be peeled. The embolized fragment was not radiopaque so it was not visible under fluoroscopy. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: device analysis determined that the device was received fully intact. An examination of the device found that the shaft 3.3cm in length was damaged. The shaft appeared compressed at this location and an impression from a foreign object was visible on the surface of the shaft. No section of the device appeared to have fragmented. An examination of the balloon found no issues. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, liquid leaked out through the damaged section of the shaft. A pinhole leak was located at 78.3cm distal to the strain relief. No tear or holes were visible inside the balloon. In an attempt to recreate the damage that was visible on the shaft, the shaft was clamped using a hemostatic clamp, just distal to the strain relief. Although this clamping did mark the shaft with an impression of the clamp, the impression was not as defined as the damage that was visible on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break and peeling occurred. The target lesion located in a mildly to moderately calcified unspecified artery. The 6.0mm x 40mm, 135cm mustang balloon catheter was advanced to the target lesion however the shaft broke due to friction of the aorto-iliac bifurcation and the shaft seems to be peeled. The embolized fragment was not radiopaque so it was not visible under fluoroscopy. No further patient complications were reported and the patient's status is good.